Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on 15dec2023 wherein the ipg was tunneled to the left side to address the issue.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the ipg was tunneled to the left side to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.